Event description:
Late in the afternoon, I came down with some type of a stomach virus which caused violent vomiting and abdominal cramping and possibly a fever. The following day, I woke up with severe eye irritation, redness, sensitivity to light and visibly white/gray matter on the cornea of my left eye. Several visits to my eye doctor for treatment were not successful so he had referred me to a cornea specialist. I am still seeing the cornea specialist for check ups and although the condition of my left eye has improved, I can no longer wear contact lenses and I have permanent scarring on the cornea. During the time of the incident, I was a complete moisture plus user and still have both the bottles I had used during that time. I am not sure if there is a correlation or not, but felt I needed to report it since the press release I read really hit home with all the symptoms that I experienced and still live with. Dates of use: during contact lens use. Diagnosis or reason for use: use with contacts. Event abated after use stopped: yes. Event reappeared after reintroduction? Yes.